Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event . H6: device code 3190 was removed.

Event description:
Additional information received: the reported proglide devices were attempted in the left common femoral artery with a 8f sheath after an iliac and right lower limb arteriography, right common femoral artery (cfa) plus right superficial femoral artery (sfa) plus right anterior tibial artery angioplasty, right sfa plus right cfa arteriotomy interventional procedure. Reportedly, there was no suture present when the plunger was removed with both devices. Protamine was prescribe and manual arterial compression along with compressive pressing was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Estimated date. It was reported that the device will not be returned for evaluation. The location of the reported device was not provided. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported a problem occurred with two proglide devices during an unknown procedure. The method to achieve hemostasis was not specified. No additional information was provided.